Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 15 states, ¿interoperative or postoperative bone fracture and/or postoperative pain.¿ this report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2014-05675 / 05676).

Event description:
It was reported that patient underwent left total knee arthroplasty on (B)(6) 2013 and right total knee arthroplasty on (B)(6) 2013. Subsequently, a bilateral revision procedure was performed on (B)(6) 2014 due to pain. Both patellas were resurfaced during the revision procedure and both tibial bearings were removed and replaced.